Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing threshold measurements following the patient's valve surgeries and failed to capture at 5.0v@0.4ms. Capture was obtained at 3.0v@2.0ms. The lead was suspected to be damaged. However, the sensing and impedance measurements were normal, so the ra pacing output was increased 4.5v@2.0ms and the lead remains in service. No adverse patient effects were reported.